Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure, following deployment of the 26mm sapien valve in a 60:40 aortic position, the patient developed new onset left bundle branch block (lbbb) with a heart rate of 76 beats per minute (bpm). The temporary pacemaker was left in place overnight for observation. The next day it was noted that the lbbb was still present with a wide qrs; the patient¿s preexisting atrial fibrillation was also noted with brief pauses of 1.5 seconds. The medical team was planning on implanting a permanent pacemaker (ppm).the native annular diameter was 21mm by tee and 19.9mmx25.4mm (area 440) by CT. There was bulky calcification on the native left coronary cusp (lcc) leaflet and moderate ventricular septal hypertrophy.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in an edwards clinical technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Although it cannot be confirmed, in addition to the tavr procedure itself, the patient¿s history of arrhythmia and the presence of moderate ventricular septal hypertrophy and bulky calcification on the native aortic valve may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.